Event description:
It was reported that the patient presented in the clinic. It was discovered that the right ventricular lead was exhibiting oversensing sensing noise. Noise was able to be reproduced in clinic with arm movement. Programming changes were made. The patient was in stable condition.